Manufacturer narrative:
Journal article: left anterior descending/right coronary artery bifurcation angioplasty in a rare case of single coronary artery: a case report authors: krishna prasad, sanya chhikara, mahesh nalin kumar, ankush gupta journal: european heart journal year: 2021 reference: doi:10.1093/ehjcr/ytab047. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report titled - left anterior descending/right coronary artery bifurcation angioplasty in a rare case of single coronary artery: a case report- was submitted which involved a patient that had a single coronary artery (sca), a rare congenital coronary anomaly. Coronary angiography (cag) showed the patient had a sca originating from left coronary sinus with rca arising from mid lad. During a procedure a 3 x 22 mm resolute onyx des was implanted in a lesion that was 80% tubular, heavily calcified located in the proximal to mid lad before origin of the rca. Approximately 4 months later, the patient presented with non-st-elevation myocardial infarction. Cag which showed stenosis of 90% just before the origin of rca from lad. Lad lesion was at the distal edge of the proximal lad stent implanted previously. The lad was pre-dilated with a non compliant balloon and a 3 x 26 mm resolute onyx stent was placed in mid lad across the rca and overlapping the proximal lad stent. The rca was pinched immediately following lad stent deployment and the patient developed angina with ischemic ECG changes. It was decided that the rca was to be stented using reverse crush bifurcation technique. Proximal optimization technique (pot) was done using a 3.5 x 10 mm nc balloon at 15 atm. Another 2.75 x 15 mm resolute onyx stent was deployed in the rca with 1¿2 mm protrusion in lad. A 3 x 12 nc balloon was kept in the lad across the rca origin while the stent was being deployed. The protruding rca stent struts were then crushed by the lad balloon after removing rca stent balloon and wire. Following this the patient became asymptomatic and ECG changes resolved. Kissing balloon inflation was done using two 3 x 12 mm nc balloons, one each in lad and rca. Re proximal optimization technique was performed with a 3.5 x 10 mm nc balloon. Final angiogram showed thrombolysis in myocardial infarction iii flow in both lad and rca. Patient was discharged the next day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.